Manufacturer narrative:
Sr-(B)(4).

Event description:
The complaint receiver was returned for evaluation. The device was visually inspected and no defect was found. The receiver failed to charge and reboot, due to call tech support displayed on screen. The receiver log was reviewed firmware errors were observed. The reported event of an error icon display was confirmed during log review. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 12/15/2017, that on (B)(6) 2017, the receiver displayed err "call tech support". No additional patient or event information is available. No product or data was returned for evaluation. The complaint confirmation of the error icon could not be determined. A root cause could not be determined.